Event description:
See MFR. Rep. # 3004209178-2010-02949 for previous device issues. It was reported that after the patient's permanent implant she received excellent stimulation and pain relief. The patient later experienced a shocking or jolting sensation and a change in stimulation after exercising or "rough sex". The patient experienced random shocking that went up into the shoulder and neck, even when she was very still. The patient kept the device on very low settings because she did not know when the shocking would happen. Multiple reprogrammings were attempted with no favorable outcome. Impedance testing was performed, but the results were not known. Additional information has been requested, but was not available as of the date of this report.

Event description:
Correction. The following information was reported in this report, but additional review indicates it pertains to MFR report #3004209178-2010-02949: "after the patient's permanent implant she received excellent stimulation and pain relief. The patient later experienced a shocking or jolting sensation and a change in stimulation after exercising or "rough sex." Additional information. Following the revision that was reported in the related manufacturer's report, the patient never had therapeutic effect as the device did not relieve her headaches. The patient's pain level was a "10," and the patient was unable to get out of bed because of the headache pain. Stimulation was also in the wrong location. The patient would be "happy" after the device was reprogrammed, but typically 5-7 days later the patient would need additional reprogramming. Impedances were measured and the results indicated the "impedances were blocked." An x-ray was also performed, but the results were not provided. The patient's health care professional determined the device should be explanted, and the patient had the device explanted. The hcp waited to explant the device until the patient was strong enough for surgery.

Manufacturer narrative:
Extension model 3708120 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, extension model 3708120 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, lead model 3777-75 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, lead model 3777-75 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, programmer model 37743 serial# (B)(4), extension model 37082-40 serial# (B)(4). Implanted: (B)(6) 2010 explanted: na, extension model 37082-40 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, accessory model 37752 serial# (B)(4).